Manufacturer narrative:
The pump passed the displacement test. However, unable to prime the pump during the prime test and motor error alarm during basic occlusion test due to a faulty force sensor resistor. No compromised force sensor system alarms were noted. The drive support was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, broken battery tube threads, a cracked case at the display window corners and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 15 mg/dl. Troubleshooting for the alarm was performed. Customer advised that the insulin pump was stuck in the fill program. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.